Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Unknown date in (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on unknown date, patient underwent surgery for proximal humeral neck fractures using the philos - proximal humeral plate 3.5, 3 holes. Post-operative on an unknown date in (B)(6) 2016, patient underwent reoperation using the philos - proximal humeral plate 3.5, 5 holes, because a distally implanted screw had been broken at the root of the head. The screw breakage was found when the surgeon reviewed x-rays taken in medical follow up on (B)(6) 2016. Patient and surgery outcome were not provided. Concomitant devices reported: philos 3.5 3ho ti (part# 441.901s, lot# unknown, quantity 1); philos 3.5 5ho ti (part# 441.903s, lot# unknown, quantity 1). This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).